Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the product was damaged and contaminated the procedure. There was no report of patient impact. The following information was provided by the initial reporter: the syringe appears to melt and becomes cloudy unlike the slip-tip syringe. It appears to partially melt when used with cyanoacrylate, turning the cyanoacrylate cloudy.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2023. H.6. Investigation summary: four samples and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that none of the samples showed signs of any defects. Additionally, bd does not perform specific compatibility testing with cyanoacrylates. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the product was damaged and contaminated the procedure. There was no report of patient impact. The following information was provided by the initial reporter: the syringe appears to melt and becomes cloudy unlike the slip-tip syringe. It appears to partially melt when used with cyanoacrylate, turning the cyanoacrylate cloudy.